Event description:
It was reported that the user ran out of insulin, chose not to change the cartridge, shut down the ilet pending training, and experienced hyperglycemia with a peak of 275 mg/dl for approximately 5 hours 14 minutes while relying on manual insulin injections; the device alerted for high glucose and no assistance or medical intervention was required. Symptoms included none reported. Outcomes included transient hyperglycemia without emergency care or hospitalization. Investigation included troubleshooting and education with review of glucose history and user-reported management steps. Investigation of this case revealed no device malfunction identified and an unclear cause for the hyperglycemia given the user paused pump therapy and self-administered subcutaneous insulin while overcorrecting a prior low. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.